Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed sensor failure. There was no reported injury or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional information: the patient has been transplanted and discharged. Product not available for return. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).